Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify two puncture opening on posterior side, consist in the use of some surgical tool. And crease sharp opening in the anterior side. Based on the device analysis the final assessment is: a puncture opening on anterior due to surgical damage like. A crease smooth opening on anterior due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a right side deflation. Device remains implanted.